Manufacturer narrative:
Health effect f1905, device revision or replacement. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events granuloma and seroma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture". ¿towards the superextremal quadrant of the right breast there are rounded images similar to silicone in all the sequences compatible with siliconomas", "peripheral fluid", ¿in the right axillary region some with a signal like silicone infiltrated by this material¿.

Event description:
Healthcare professional reported, right side "intracapsular rupture", "siliconomas", "peripheral fluid". The device has been explanted.